Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that patient was happy with the results but he mentioned that some days nothing would come out even though he had the urge and would need to cath but so far today, he has not had to use it and feels like he is emptying better. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.